Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, ischemia and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience xpedition stent is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 38 mm xience xpedition stent and a 3.0 x 33 mm xience xpedition stent in the mid left anterior descending artery. On (B)(6) 2015, a stress test was performed, with positive results. On (B)(6) 2015, the patient was re-hospitalized with unstable angina. Coronary angiography was performed and in-stent restenosis was noted in both implanted xience xpedition stents. On (B)(6) 2015, angioplasty was performed in both stents, as well as implantation of a 2.5 x 18 mm drug eluting stent. The event resolved (B)(6) 2015. No additional information was provided.